Event description:
Doctor is complaining about staple failure with the covidien staplers. This pt had a hole in the colon that had been previously stapled with an eea stapler, and now has had to have a permanent colostomy.